Manufacturer narrative:
It was reported a customer fell while using a rollator. End-user was in her home walking when the frame broke on the right side below the seat. The customer fell and hit her knee against the broken frame and received a laceration. End-user was transported to the local emergency department for evaluation and required 18 stitches. End-user was discharged home from the emergency department. The sample was not returned and a root cause cannot be determined. Due to the reported incident and in an abundance of caution this medwatch is being filed. Not returned to manufacturer.

Event description:
It was reported an end-user fell while using a rollator and required sutures.